Event description:
Healthcare professional reported patient was injected in the lips with juvéderm® vollure¿ xc. Five months later, patient was injected again with in juvéderm® vollure¿ xc in the lips and perioral area. 25 days later, patient had "had extensive dental work done and a few days later got an infection that almost went septic," deemed not device related. Patient noticed during their tooth infection, their lips started swelling. Patient was treated with antibiotics. The swelling had gone down. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00534 (allergan complaint #(B)(4). This MDR is being submitted for the second injection of suspect product, juvéderm® vollure¿ xc.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details will be requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.